Manufacturer narrative:
Thrombus was confirmed through the evaluation of the returned pump; however, the report of pump malpositioning could not be confirmed through this evaluation. The pump was returned with the driveline was cut approximately 1 inch and 12 inches from the pump housing and the distal portions of the driveline were returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (graft, bend relief, and outflow elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured in place around the outflow graft nut. Examination of the rotor inlet upon disassembly of the device revealed thrombus formations surrounding the bearing cup within the distal side of the inlet stator, as well as the bearing ball of the rotor. These thrombi appeared to have developed as one formation that was pulled apart as a result of the pump disassembly process. The laminated structure of these thrombi and their areas of denaturation indicate that they likely formed over an undetermined period of time while the device was supporting the patient. Although a root cause for the development of these formations could not conclusively be determined through this evaluation, they could have contributed to the patient¿s elevated lactate dehydrogenase levels. Additionally, the proximal side of the outlet stator revealed small, soft, white depositions between the outlet bearing ball and the stator blades. These depositions¿ lack of laminated layering indicate that they did not initially form in the outlet stator. Although their origin and duration of time for which they were present in the pump could not be conclusively determined, the lack of denaturation and circumferential contact marks on the rotor's bearing cup indicate that these depositions were not likely present in the outlet stator for an extended period of time. The remaining pump blood-contacting surfaces were free from any adhered thrombus formations and depositions. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient's lactate dehydrogenase (ldh) level have elevated greater than 900 u/l. The patient underwent a pump exchange on (B)(6) 2017. The lvad clinician reported visible thrombus inside the pump upon explant. It was also reported that the lvad clinicians believed there was a positioning problem. No further information was provided.